Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a radial tear of the left eye during laser assisted cataract surgery. Vitreous did not come forward and a vitrectomy was not needed. A sulcus intraocular lens was implanted. Attempts to obtain additional information have been made but no further information has been received.

Manufacturer narrative:
There were no reported system messages or system issues that would clearly indicate that the system caused or contributed to the event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).